Event description:
This spontaneous report was received on (B)(6) 2013 from a mother reporting on her (B)(6) daughter from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2013, the daughter used o.b tampons multi pack, one tampon, once, vaginally, for monthly cycle and to protect her during her swimming class (lot number 2922m7396, expiration date unspecified). On the same day, when she tried to remove the tampon, the string broke off and the tampon got stuck in her vagina which she was not able to remove and she did not use the device any further. The mother stated that her daughter was taking a bath to relax her muscles in order to get the tampon out and also mentioned that if she was not able to remove the tampon then she would visit the emergency room. The event did not resolve. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received from quality assurance on (B)(4) 2013: the consumer reported problem was with the 'regular' tampon contained within the multi pack, and therefore the complaint / investigation needs to be conducted for the 'regular' product. Therefore the product involved was ob regular digital tampon ca and specific lot number was not specified by consumer. This product was not same/similar to a us device. This report remains assessed as non-serious. The company causality was assessed as possible. This case was reassessed as non reportable case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being re-submitted on (B)(4) for the updated device, which is not considered same/similar to a us marketed device.this closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a mother reporting on her (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2013, the daughter used o.b tampons multi pack, one tampon, once, vaginally, for monthly cycle and to protect her during her swimming class (lot number 2922m7396, expiration date unspecified). On the same day, when she tried to remove the tampon, the string broke off and the tampon got stuck in her vagina which she was not able to remove and she did not use the device any further. The mother stated that her daughter was taking a bath to relax her muscles in order to get the tampon out and also mentioned that if she was not able to remove the tampon then she would visit the emergency room. The event did not resolve. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.